Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed four no shock advised analysis events and concluded the AED plus performed as designed and delivered the correct analysis results. The AED plus operator's guide states: use the AED when suspected cardiac arrest victim has an apparent lack of circulation indicated by: unconsciousness, absence of normal breathing, and absence of a pulse or signs of circulation. It is important to note the patient was breathing and the device should not have been used on the patient. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.